Manufacturer narrative:
The meter involved in incident was returned, but the test strips were not returned. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No failure detected.

Event description:
Caller indicated the glucocard expression meter was giving high readings. The incident occurred at night while the customer was asleep. He woke up shouting and crying. His son stated he was also sweating. They contacted the paramedics right away. While the paramedics were on their way his son tried to give him some juice and sugar but he was unable to swallow. He started to fall unconscious. The paramedics arrived then they tested him using the expression meter and received 350mg. Immediately after they tested him again on a different meter and got 65mg. The emt gave him a shot shortly after he became conscious. His son stated they gave him some cake and a sandwich to eat. His condition was fine at this time. They took him back into the house where he went to bed. The customer's son stated his father no longer wants to use the expression meter. Verified he stores the meter and strips in his bedroom. He uses soap and water and allows his fingers to dry. He changes his lancet every time he does a test. He seals the bottle cap immediately after removing a strip. He is not receiving any oxygen therapy. He stated there are no changes in his diet, stress, medication or exercise. His normal glucose levels range from 200mg to 250mg. Replaced product with another meter system.